Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an imager diagnostic catheter. Visual inspection showed no damage or kinks along the shaft. Microscopic inspection revealed that the tip had detached. The detached tip was returned and analyzed. The tip showed a clean break at the proximal end of the tip. The proximal shaft showed a necked down area where the tip was attached but not heat bonded per the manufacturing process. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the catheter tip detached outside the patient. A 4fr bern imager ii angiographic catheter was selected for an arterial anastomosis and juxta-anastomotic segment procedure. The device was opened, flushed, and loaded onto a .035 x 180 guidewire. As the catheter was advancing on the wire, the catheter tip detached prior to entering the patient. The procedure was successfully completed with a 4fr bern imager ii angiographic catheter of the same lot. There were no patient complications reported and the patient was fine.